Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument would not release from tissue after firing. The surgeon resected tisse to release and a permanent colostomy was performed. The hosp has reported the pt's condition is satisfactory.